Event description:
In 2008, the patient's husband reported that over the last year the patient has experienced 10 bent infusion cannulas, 7 of those being in the last 3 months. He stated that ten months later, the patient went to the emergency room with elevated blood glucose of 700 mg/dl due to a bent infusion set cannula. The patient identified the bent cannula before going to the hospital and she changed the infusion site. At the hospital, she was placed on an insulin IV. She was in the hospital for 8-10 hours and was released when her blood glucose lowered to 200 mg/dl. At the time of the report the patient's blood glucose measured 321 mg/dl. She changed her infusion site the previous night and stated that it was painful. She stated that she has used her abdomen as an infusion site for 5 years and does not notice any hard areas and is unsure if she has scar tissue. She was educated on proper infusion site rotation and educated on alternative infusion sites. Upon follow up the following month, the patient stated her blood glucose had returned to normal and she had begun use of an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.